Event description:
A nurse reported that a patient was diagnosed with peritonitis on an unk date in (B)(6) 2014. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment. The patient did not was their hands and did not wear a mask. Medical records were reviewed and revealed the infection was staphylococcus epidermidis peritonitis.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. A supplemental report will be submitted upon final review of medical records by the post market clinical physician. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.